Manufacturer narrative:
Medtronic rep could not replicate the issue. Sys performed properly. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database for further investigation.

Event description:
A physician assistant reported that the surgeon tried a pointmerge registration and was unsuccessful. He then tried to do a touchngo registration and this was unsuccessful too. He collected 8 points and had a predicted error of 3.7mm. Then checked accuracy and when the passive planer blunt was on the forehead, it showed that he was on the back of the head. No impact on pt outcome was reported.